Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized twice for a blood glucose level exceeding 600 mg/dl. The first hospital visit was preceded by the customer shaking and throwing up as a result of the hyperglycemia. She went into diabetic ketoacidosis. The customer was treated with shots. The customer's infusion set cannula was bent. The customer stated that the keypad was not working on her insulin pump so she was unable to manage her blood glucose. The second hospital visit also occurred due to diabetic ketoacidosis and a blood glucose exceeding 600 mg/dl. The keypad also made it difficult to treat again. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump was programmed with multiple boluses and basal rate and monitored. All the boluses and basal were delivered and recorded properly in bolus the history and basal review screen. All the data were shown in history file in thds ii. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad connector was fully locked. The insulin pump passed the displacement accuracy test.